Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for one (1) unknown screw/part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant part is not expected to be returned for manufacturer review/investigation, not available - implanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Investigation summary: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, patient underwent removal of unknown plate for unknown reason. Upon removal the surgeon had trouble removing some of the unknown screws so he had to used metal cutting. Patient outcome was unknown. (B)(4) captures the intra-op event which involves trouble removing screws. While (B)(4) was created to capture the post-op event which involves removal of implants due to patient having irritations from the plate. Concomitant device reported: unknown plate (part# unknown, lot# unknown, quantity unknown. This complaint involves three (3) devices. This report is for one unk - screws: trauma. This report is 2 of 3 for (B)(4).